Event description:
After the stimulation was turned on, the patient fell, had trouble speaking, and had headaches. The stimulator was started at 1 volt and was increased to 1.4. The patient was at home. The patient was encouraged to contact her hcp. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available. See manufacturer's report #6000153200802840.